Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that high capture threshold was noted, due to lead dislodgement. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.